Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The pt, a premature infant born in the (B)(6) week of gestation. Weighed about (B)(6). The catheter was placed, but stopped working after two and a half hours. The customer stated that the catheter was perforated at the end where the tube becomes thicker. There was a few drops of blood lost, but the facility reports no pt harm. The catheter was removed and, re-insertion was not possible. Alternate access was used for further treatment.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.